Event description:
It was reported that the patient received six inappropriate shocks which were attributed to t-wave oversensing. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted the outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression and a white substance was present. There was apparent explant damage.